Manufacturer narrative:
Concomitant medical products: 8042b crt-p, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an left ventricular (lv) lead exhibited "bad threshold." The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had exhibited high threshold due to patient anatomy. The lv lead was capped and replaced.